Manufacturer narrative:
1020379-2016-00057 is associated with argus case, (B)(4).

Event description:
Mother who has dementia had swallowed a polident tablet [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received double salt denture cleanser (polident) tablet (batch number unk, expiry date unknown) for product used for unknown indication. Concurrent medical conditions included dementia. On an unknown date, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant). The action taken with polident was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. Additional details, the adverse event information was received on 31 october 2016. Consumer reported that their mother who had dementia had swallowed a polident tablet (accidental device ingestion).